Manufacturer narrative:
Other relevant device(s) are: product ID 37751, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since they received the previous replacement recharger the recharger seemed to be taking longer to charge the ins than before, where they were not regularly getting the charge sufficient/full screen and was making a clicking sound they had not heard before. Pss reviewed the audio function and walked the caller through turning the audio off. The caller confirmed the clicking sound was resolved. The caller stated that they would charge their ins every night for about 30 minutes and would get either the charge sufficient or charge full screen, and now, since receiving the replacement recharger, they had only seen the charge sufficient/full screen 1 or 2 times when they had fallen asleep. They stated they had felt the previous recharger charging sessions were consistent and that the replacement recharger sessions were inconsistent with the length of charge time. The caller mentioned they had charged their ins 1 day for 5 minutes and another time 5-10 for minutes when asked if any charge days were missed. The caller stated they charge over bare skin and lay down and place the antenna over the ins. The caller stated they had received a shoulder holster in the past and had said something about never being able to hook it up right. When asked for further clarification, the caller did not answer. The caller mentioned they had tried adhesive discs some years ago, but they were cumbersome for them as the sticking on and off were hard for them to use due to their hands. The patient noted that they had parkinson's and that their fingers, feet, and legs were jumping and bending, and added that their fingers would bend back in the other direction. When asked event date, the patient stated it was bad before the ins and that the symptoms progressed with the parkinson's progression. Pss redirected the patient to their healthcare provider (hcp) to further address the issue. The caller stated they had a slight increase in therapy adjustment about a month ago by their hcp and felt the same. They also mentioned their ins was sticking a little bit out and that that had been like that for years since surgery and was not a recent change. The patient mentioned unrelated medical information, in that they had osteoarthritis, took medicine as they were anxious that both of their elbows were operated on due to pulled nerves before the dbs, and stated they might need the left elbow operated on again soon as they couldn't raise their arms over their head (caller confirmed was not related to dbs device). Pss began further troubleshooting. The caller started charging the session and stated they had 0 coupling boxes filled. The caller confirmed no visible damage to the recharger antenna. Pss walked the caller through antenna locate (al) and got a range between 70-90. The caller began another charging session and had 8 coupling boxes. The coupling went intermittently down to 4 at one point. Pss reviewed repositioning, and the caller confirmed seeing 8 boxes filled. The boxes remained filled at 8 for the duration of the rest of the call. The caller stated their ins battery was 50% and was working on charging to 3/4 full. Pss believed the equipment was functioning as intended. Pss reviewed ins charge duration and instructed the patient to keep charging ins to a sufficient level and see if the length of charge time improves in the following days. Additional information was received from a consumer who asked about the length of time to charge the ins. Ts reviewed the average time per quartile depending on the number of coupling bars. The patient asked if he could get a new harness as he seemed to have lost his and reported having difficulty keeping the ins antenna in place. Ts reviewed sticky patches, too which patient stated he would take some of those as well. Ts would order a replacement harness and sticky patches for the patient. Patient reports recharger takes a long time time to charge ins. Patient hard to understand. It takes 4-6 hours to charge. Patient states having full coupling boxes but it takes a while to get them. Patient states it works, it takes forever now ( pss did not understand the rest of the sentence) patient states getting response requested but cant write because of parkinson's and shaking. Patient mentioned clicking noise, but that is normal. Pss viewed patient has called multiple times with recharger issues and pss thinks it would be best for patient to meet with hcp or rep in person . Pss also having a hard time understanding patient. Pss redirected to hcp. Additional information received from the healthcare provider (hcp) reported the patient was in the emergency room due to the device not working and them tremoring pretty bad. The hcp connected to the implant with the patient programmer where it showed the implant was at 0%. The patient tried to recharge this morning, but it wouldn¿t work to recharge because the recharger didn¿t work. The hcp did not want to go through recharging and was going to contact a manufacturer¿s representative (rep). Additional information received from the consumer reported they were hospitalized because they had no strength in their arms or legs and couldn¿t walk. During the hospitalization the patient¿s mother spoke to the manufacturer¿s representative (rep) who explained to them how to use the patient programmer. The pp was used to turn therapy back on which resolved the patient¿s symptoms although they did feel a slight zap when they turned therapy on. The patient mentioned they were in the hospital through saturday and got the device fully charged on that day even though it took 8 hours to charge. During the call the pp was able to connect with the device with the neurostimulator charge level being about 50%.